Manufacturer narrative:
Investigation results. DHR - we reviewed the DHR for this (B)(6) / patient ID# (B)(6) / site ID# 55180, qty. (B)(4) items assy-500011 (aligner) and 2 items assy-500010 (templates) were packaged by the second shift by auto bag-and-box operation on (B)(6) 2025, in manufacturing supercell sc2, equipment pua-04. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(6). · raw material: part-501017-b / lot# 08820063 / qty. Received = (B)(4) pcs, inspection date: (B)(6) 2024. The material was found acceptable for use in the suresmile product's manufacture. Other: photo investigation. The evidence provided by the customer only includes the medical evaluation used to report the mentioned issue; however, it does not show evidence of the reported event. Additionally, the allergic reaction checklist is not provided, which would be necessary to identify any possible material or chemical that could have caused the allergic reaction in the patient.

Event description:
In this event it is reported that the patient experienced an allergic reaction to the use of nontemplate aligner arch.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.